Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-54139. (B)(4).

Event description:
It was reported via phone call that the customer was filling the reservoir and was trying to remove the plunger rod from the reservoir, he pulled it back and the insulin came out and into the reservoir compartment. Customer was unsure if the insulin leak is past the first or second o ring. He was also unsure if the reservoir had an air bubble. It was advised to loosen the plunger rod before filling with air or insulin. Blood glucose value is unknown. The product will not be returned as the customer had discarded it.